Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 19-mar-2024 to ensure the replacement products resolved the initial concern, customer stated that he is on a call regarding his pneumonia and can't take the call he got upset and hung up. Note 2: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern, - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 281, 308, 374, 338, 259, 404, 457 and 562 mg/dl. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2024 around 2:30pm he got a reading of 562 mg/dl. Customer stated he was feeling dizzy and had called his pcp who was already closed. Customer called telehealth and a pa told him to go to ER. Customer went to ER and when he got there they tested with the hospital bgm and the result was 475 mg/dl (around 4pm) fasting. The diagnosis was high blood sugar. Customer was treated with insulin and tested his blood sugar an hour and a half later and result with hospital's meter was 332 mg/dl non-fasting. Customer was given more insulin and tested again with doctor's meter and result was 300 and something mg/dl (less than 332 mg/dl). Customer discharged the same day with no changes to his medical treatment plan. Customer is new diabetic, he has an appointment (B)(6) 2024 (follow up appointment after the visit to ER) and he will discuss with doctor his glucose range. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/30/2025 and open vial date is last week. The meter memory was reviewed for previous test result history (time not set): result 1: 281 mg/dl, date: (B)(6), time: 11:45am, fasting. Result 2: 308 mg/dl, date: (B)(6) , time: 4:00pm, fasting. Result 3: 374mg/dl, date: (B)(6), time: 9:45pm, fasting. Result 4: 338 mg/dl, date: (B)(6), time: 6:00pm, fasting. Result 5: 259 mg/dl, date: (B)(6), time: 9:00 am, fasting. Result 6: 404 mg/dl, date: (B)(6), time: 9:47pm, non-fasting. Result 7: 457 mg/dl, date: (B)(6), time: 7:02pm, non-fasting. Result 8: 562 mg/dl, date: (B)(6) , time: 5:32pm, fasting.